Event description:
The customer alleged that he obtained high readings on his contour next link 2.4 meter. Based on the high readings, the customer took extra 4.5 units on insulin. The customer fainted and when he recovered, he felt shaky, cold and was sweating. The customer drank orange juice and milk, and ate peanut butter until he had a normal glucose level. The test strips are not expected to be returned. Replacement meter and test strips were sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.